Event description:
It was observed during the device evaluation, the device had foreign material at the distal end. The issue was observed during service. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The event is detectable and preventable by handling device in accordance with the following IFU. We confirmed that the event is detectable//preventable by handling the product in accordance with the following IFU. Bf-p260f operation manual chapter 3 preparation and inspection_3.3 preparation and inspection of accessories_3.6 inspection of combination functions with related equipment cleaning/disinfection/sterilization section chapter 3 cleaning, disinfection, and sterilization procedures_3.4 leak test chapter 5 storage and disposal a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacture date that was previously unknown. (B)(6).